Event description:
It was reported that during a gastrectomy procedure, the actuation sound was not as usual. It had a difficulty in coagulation. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(4)

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.